Event description:
Device 3 of 3: reference MFR. Report#3006705815-2017-01235, reference MFR. Report#1627487-2017-05284. It was reported the patient stopped breathing while the physician was closing the incision site at the end of the permanent scs procedure. As a result, the patient was flipped over and intubated to address the issue. Subsequently, the patient stabilized and the incision site was closed with staples. Follow-up identified stimulation is effective and the breathing issue resolved.